Event description:
It was reported to philips that the system was unable to boot up, stalling at 0:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the system was stuck at 0 seconds during boot up. It was also found that only frames were visible on the flexvision pc. The rse suspected the flexvision pc to be defective. A philips field service engineer (fse) evaluated the system on-site and confirmed the flexvision pc was defective. To resolve the issue, the flexvision pc was replaced, and software was installed. After the replacement, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.